Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), thick and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was observed to be open up 15 degree during lock line removal. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.